Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed circuit board during start up. There was no pt involvement. (B)(4).

Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.